Event description:
It reported that this left ventricular (lv) lead exhibited high pacing threshold. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).